Event description:
Ambulance personnel were treating a pt and reportedly observed the device display a connect electrodes message during treatment. The device was removed from use during the code and treatment was continued. The pt's outcome and info were not reported.